Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board and sensor board. The oxygen blending module board and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to transducer (u28) being out of tolerance. During the investigation, the root cause of the sensor board failing was due to transducer (mt4) being out of tolerance.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a step during testing. The device's oxygen blending module board and sensor board were replaced to address the issues.